Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain. It was noted that the pt resided in a nursing home and does not speak. He communicates his pain through agitation and screams of pain. The dosage had been titrated about 2 weeks prior. It was later reported that the device was explanted due to a skin infection. No further information was provided. The pump was used to deliver lioresal.